Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was verified in the black box and duplicated in the evaluation. Review of the black box data found record of call service 064 alarm. The pump powered up properly during investigation. No tactile issues were found with the buttons. The pump alarmed for 064 during the rewind/load/prime sequence. A frozen motor drive was found inside the pump. Due to the motor issue, the 24-hour basal exercise could not be performed.